Event description:
The lay user/patient contacted lifescan alleging that the control solution results were below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014).the patient¿s test strips and control solution have been returned on 6/9/2014 and evaluated by lifescan product analysis on 7/2/2014 and 6/19/2014, respectively, with the following findings:the control solution involved with this complaint failed testing. The control solution was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the control solution was found to have high glucose results when tested with control solution. In addition, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.